Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of over 500 mg/dl due to infusion set becoming dislodged and customer stated she was not getting any insulin. Customer stated that it was not product issue; it was due to where it was placed in her clothing and when she bends. No further information provided.